Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio 2 meter read inaccurately high in comparison to her feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016, between 1:00pm and 2:00pm, she obtained results of "140, 160 and 190mg/dl" on the subject meter. Meter to feelings comparisons do not meet lfs criteria of a valid comparison for accuracy. The patient manages her diabetes by self-adjusting her insulin doses. The patient reported developing symptoms of "lightheaded, shaky, heart-racing and sweating" prior to the issue occurring and that on (B)(6) 2016, between 1:00pm and 2:00pm, she self-treated with food or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient suffered symptoms that meet lfs criteria of a serious hypoglycemic event, it cannot be confirmed that the meter was reading accurately prior to the symptoms, therefore may have caused or contributed to the event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.